Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Based on available information there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reported to be unconscious and at home when the monitor alarmed. The patient experienced an appropriate treatment event consisting of three shocks. At 03:06:29 the device delivered one shock while the patient was in ventricular fibrillation. The post shock rhythm was asystole with intermittent cardiac activity. At 3:03:53 a second shock was delivered while the patient was in asystole. Oversensing of a low-amplitude cardiac signal contributed to the false detection. At 03:25:21 a third shock was delivered while the ecgs showed CPR artifact. The electrode belt was disconnected 03:25:46. The patient subsequently passed away. Post-shock asystole is a known potential outcome of defibrillation.